Event description:
Pt had mechanical thrombectomy, performed by dr. (B)(6) under the supervision of dr. (B)(6). It is noted there was a microdilator fracture intraprocedure. It is noted the microdilator was advanced over the microwire after which the microwire and the inner dilator were removed and a j-wire was advanced through the microdilator and then the dilator was removed over the wire however the tip of the dilator was noted to be missing. They did advance a micro snare but the tip was not found. The post procedure note indicates multiple attempts to snare the broken off tip were not successful, multiple right lower extremity (rle) runs were performed without evidence of thrombosis. Noted robust distal rle pulses. Recommended cta runoff if symptoms of rle ischemia occur.